Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had insertion tube crumpled, insertion tube wrinkled near the cone and fitting pin is missing. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: h2, h3, h4, h6, h11 the device was not returned, but was visually inspected and functionally tested in the field by a service field technician. The complaint allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had insertion tube crumpled, insertion tube wrinkled near the cone and fitting pin is missing. There were no reports of patient harm.